Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fiber cap detached at 39,368 joules during a prostate procedure. The procedure was initiated with a different fiber, which was also reported to have the cap detach during use (reference MFR report number 2937094-2012-00203). There was no pt injury. It was reported that after the second cap detachment, the physician retrieved both tips, looked over the prostate and "decided that he had done enough work".